Event description:
A customer reported that the unit of measurement setting of their freestyle flash blood glucose monitor changed from mg/dl to mmoi/l. He reported having the meter set to the incorrect unit of measure for the past two months, and that he adjusted his food intake based on glucose results rec'd. Customer also reported experiencing low blood sugar symptoms and experienced a seizure. It is unk if a reading was obtained around the time of this incident. Customer's wife and daughter administered orange juice, candy and sugar to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.